Event description:
The surgeon implanted a cc4204bf collamar plate lens but it tore while it was being inserted. There was no pt injury or event. The nurse indicated that it was unk as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.